Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged getting dizzi at times and visualizing particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the initial report, in section b2 other serious or important medical events was incorrectly marked, it should be product problem only. Section b1, b2 has been corrected / updated.

Manufacturer narrative:
In the initial report, in section b2 other serious or important medical events was incorrectly marked, it should be product problem only.